Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Expiration date and unique identifier (UDI) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the dental implant failed due to a fracture at the neck.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) imp,tsv,4.1mm,dual sel,ha (tsv4h13) was returned for investigation. A portion of a fractured screw was inside the implant. Visual evaluation of the as returned product identified signs of use. Fractured implant identified at the collar. Also fracture screw identified inside implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported implant was located on an unknown tooth site (fdi) and was used for approximately 4 years, 3 months. The length of the screw usage is unknown. DHR review was completed for the subject lot number (63800672). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63800672) for similar events and no other complaint was identified. Review completed utilizing keywords: implant fracture. Therefore, based on the available information, device malfunction did occur, and the reported events were confirmed following visual evaluation.